Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) in a preloaded intraocular delivery system would not advance. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device in abundance, which may suggest overfilling of the device. The plunger has advanced the lens into the device tip and underrode the lens. The optic is torn with torn portion extending outside the tip. A small amount of dried blood is observed on the lens outside the tip. The leading haptic has been torn away outside the device. The trailing haptic cannot be observed within the device due to the damage. The device tip is stressed and bulged in the location of the stuck lens. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was used. An observed plunger underride is most likely the root cause for the complaint of "lens would not advance". The root cause of the plunger underride cannot be determined. A qualified viscoelastic was indicated. The device exhibited an amount of viscoelastic that may suggest the device was overfilled. Overfilling can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. Plunger underride may occur: due to rapid advancement faster than the dfu recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).